Event description:
It was reported that the programmer froze during an interrogation and then displayed a system error. The service disk was run and the programmer will be sent in for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.